Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. Unable to verify the frozen screen or button keypad anomaly due to the blank display. No noise anomaly was noted. The pump was received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and frozen display . Customer's blood glucose at time of incident was unknown. Customer stated that during blank display troubleshooting display returned and started to count down to 3 however it froze and started making noised but not fully recover. Customer stated that the pump screen is not completely blank. Customer is calling back with a frozen display after installing a new battery. Customer was advised that the pump will need to be replaced. Customer was to revert to backup plan until replacement arrives.